Event description:
After a car accident rptr was implanted with experimental ceramic discs. They were broken when put in, and the dr wouldn't remove them. It took 3 1/2 yrs to finally get someone to take them out. He had 2 of them broken in his neck. They came out in 45 pieces. His dr said he would have been dead in 2 wks, if they weren't taken out. They were about to dislodge and drop down in rptr's esophagus. He was not informed of the risks or options. Then no one would take responsibility to fix him.